Manufacturer narrative:
The customer cleaned the sample probes and splash guard. The investigation determined these actions resolved the issue. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received a questionable crpl3 c-reactive protein gen.3 result for one patient from the integra 400 analyzer. The initial result was 4.3 mg/dl. The repeat results were 1.9 mg/dl and 1.9 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 45166701 with an expiration date of 31-aug-2021.